Manufacturer narrative:
Isi has received the mcs tip cover accessory and mcs instrument involved with this complaint and completed investigations. The mcs tip cover was found to have a hole burned though the silicone. The silicone exhibited localized melting around the hole which is indicative of arcing. The hole was 0.121 and was located 0.777 below the distal end of the mcs tip cover accessory. The mcs instrument used with the mcs tip cover accessory showed no sign of arcing. A visual inspection of the instrument's tube extension revealed pad printing that appeared to be removed. Failure analysis (fa) concluded that the pad printing issue and the damage to the mcs tip cover accessory were likely caused by mishandling/misuse. The instrument's main tube also showed degradation. (B)(4) concluded that the main tube degradation was likely caused by improper cleaning. If additional information is received, a follow-up MDR will be submitted. A review of the site's system logs with a procedure date of (B)(6) 2015 revealed that no related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during a da vinci-assisted sacrocolpopexy procedure, the patient allegedly sustained a small bowel injury after electrical energy arced through the mcs tip cover accessory installed on a mcs instrument. The small bowel defect was repaired with sutures. However, there is no indication that a malfunction of the mcs instrument or mcs tip cover accessory occurred.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy procedure, the patient sustained an injury to the small bowel after electrical energy arced through the monopolar curved scissors (mcs) tip cover accessory installed on a mcs instrument. On (B)(6) 2015, intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information regarding the reported event: the initial reporter was present during the surgical procedure but did not actually witness the arcing of electrical energy. Other members of the surgical team noticed the arcing event and noticed the burn injury to the patient's small bowel. Prior to the start of the surgical procedure, the mcs instrument and mcs tip cover accessory were inspected and no issues were found. The surgical staff did not use electrolube on the instrument and the mcs tip cover accessory was installed with the mcs tip cover accessory installation tool. During the surgical procedure, the surgeon was using a valley lab force fx generator with 38-38 settings. According to the initial reporter, there were no instrument collisions during the surgical procedure. The initial reporter did not know what surgical task the surgeon was performing when the arcing event occurred. She also did not know how long the mcs instrument was in use before the arcing event occurred. After small bowel injury was identified, another surgeon came into the or and repaired the bowel defect with sutures. The da vinci-assisted sacrocolpopexy procedure was completed. As of the date of this report, no post-operative complications have been reported.